Event description:
It was reported that customer saw malfunction alarms in tandem source that indicated a pump malfunction, with malfunction code 12 displayed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was informed about the meaning of the malfunction, was guided through resetting pump using provided instructions, and confirmed that malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction alarms returned.